Manufacturer narrative:
UDI reference number: (B)(4). A device history record (DHR) review was performed and did not reveal any issues that may have contributed to the complaint event. Investigation is ongoing.

Event description:
As reported, two years and two months post valve in valve (23mm sapien 3 valve in 23mm non-edwards valve), the patient developed stenosis and the valve was re-dilated.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Section f10: changed code from 2263 stenosis to 2422 obstruction. Section h10: the valve was not returned to edwards lifesciences, as it remains implanted in the patient. Additional information obtained from the hospital medical records indicated the valve stenosis/increased gradients were attributed to patient prosthetic mismatch. Twenty-four days prior to the intervention, tee showed a well seated aortic stent prosthesis with normal leaflet motion. The aortic mean gradient was 35mmhg, there was trace pvl and the gradient was noted to have been likely due to valve physiology. After intubation, prior to any intervention, the patient arrested in v-tach and CPR was done. After 10 minutes of resuscitation, a bav was attempted first with two different non-edwards non-compliant balloons and finally a third time with a 23mm ew bav balloon. There was no ew device malfunction noted. All three attempts were unsuccessful, and the patient was transferred to ICU. The patient also developed a right pneumothorax intra-operatively and a chest tube was placed. The procedure revealed however, due to both aortic and mitral valve replacements x2 the patient may have had an lvot obstruction, which possibly may have contributed to the bav unsuccessful attempts. There was no aortic gradient change post procedure. No plans for future intervention were noted. Tee post attempted bav showed an aortic stent-prosthesis present, well seated with normal leaflet motion. There was no valvular or paravalvular ar and the transaortic gradient was reported to be "likely related to small caliber of valve-in-valve (patient prosthesis mismatch)". Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic aortic valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. Lvot obstruction in patients who undergo transcatheter aortic valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, decreased afterload, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can be caused by patient factors (anterior mitral leaflet protruding into the lvot, septal bulge) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require explantation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, the cause of the lvot is unknown. There is insufficient information to determine if a relationship existed between the event and the implanted valve. There was no allegation of a malfunction of an edwards¿s device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.